Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Transmitter battery -advised parent to make sure g7 app is deleted from the phone before pairing g6 tx to g6 app. -remove other previous devices paired from phone bluetooth settings -parent said she will perform the steps once pt is home. -parent said lost 2 sensors during pairing -2/2 sent sensor replacement -confirmed address: (B)(6) shipping method: fedex-ground signature required: no.